Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
An article found in the japanese journal of endourology presented a report regarding the as-ifs1, airseal ifs, 110v, which was used during a robot-assisted partial nephrectomy procedure on approximately june 2019. In the article dated 2020 it was reported, ¿in june 2019, (the patient) was brought for robot-assisted partial nephrectomy (rapn). With plain CT of the thoracoabdominal region in the immediate postoperative period. Although no gas image was observed in the right atrium, a mirror image with carbon dioxide extending from the inferior vena cava (ivc) to the left femoral vein was observed.¿. The patient was placed on oxygen by ventilator while under sedation and the patient was placed in ICU. The next day the gas embolism had disappeared, the patient was taken off oxygen and left ICU. The patient was discharged from the hospital the next day and no further complications were observed. There was no report of the as-ifs1 having a malfunction. This report is being raised on the basis of injury due to gas embolism.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have not been reviewed because the serial number of the device is not known. The service history of the device has not been reviewed because the serial number of the device is not known. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.008. Per the instructions for use, the user is advised that warning: embolism/insufflation of internal organs ¿ improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the normal pressure valve. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
An article found in the japanese journal of endourology presented a report regarding the as-ifs1, airseal ifs, 110v, which was used during a robot-assisted partial nephrectomy procedure on approximately (B)(6) 2019. In the article dated 2020 it was reported, ¿in (B)(6) 2019, (the patient) was brought for robot-assisted partial nephrectomy (rapn). With plain CT of the thoracoabdominal region in the immediate postoperative period. Although no gas image was observed in the right atrium, a mirror image with carbon dioxide extending from the inferior vena cava (ivc) to the left femoral vein was observed.¿. The patient was placed on oxygen by ventilator while under sedation and the patient was placed in ICU. The next day the gas embolism had disappeared, the patient was taken off oxygen and left ICU. The patient was discharged from the hospital the next day and no further complications were observed. There was no report of the as-ifs1 having a malfunction. This report is being raised on the basis of injury due to gas embolism.